Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two patient samples tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed on another unicel dxc 600i synchron access clinical system. The test results were in normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 2 of 2 events reported by this customer for one of two patients tested on two different work shifts on the same day.

Manufacturer narrative:
Sample was serum with a clear appearance. Sample was aspirated from the primary tube for analysis. Result was questioned when monitoring the accutni results 12 hours later and the result was negative. On (B)(4) 2010, the field service engineer replaced the wash pump and mixer pulleys. Alignments were verified. High sensitivity system check and quality control were within specifications. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-03468.